Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while the doctor was preparing the device, it was evident that it was not complete, the dilator was missing. The patient's condition was good. Additional information was received on 03jun2020. The slim dilator was the missing part. The broken piece of the dilator was found in the sterile bag. The procedure that was being performed was a percutaneous coronary intervention (pci). A 6fr procedural sheath was used. The patient was stable. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and to update.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
One used 6fr angio-seal vip device returned for product evaluation. The locator, hemostasis sheath and the carrier tube assembly were returned, along with header bag. Visual inspection revealed that the device sleeve of the carrier tube assembly was in manufactured position and the bypass tube was dislodged from the anchor and located over collagen slit. There was a small kink/deformation observed on the sheath and locator assembly at the blood inlet holes. Microscopic analysis revealed no damages on the tip of the locator or the sheath. Dimensional testing was performed. The overall length of the locator was measured from end to end and it was found to be 9.3" which was within the specification of 9.35'' +/-0.25''. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005" (as-023052 rev. H). All measurements were within the manufacturer's specifications. Based on the evaluation, the allegation of "part of the dilator was missing" cannot be proven as the whole dilator was returned and the dimensions were within specification. The complaint could however be confirmed for kinked components as a kink was observed on locator and sheath. The likely cause for the kinks could be application of an off-axis force applied during the insertion or likely the result of resistance during insertion into the patient's vasculature. The dislodged bypass tube could be a result of handling or while shipping the product back for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.